Event description:
It was reported that an asymptomatic patient presented in clinic. The right atrial lead exhibited noise. Noise could be recreated with isometrics. No intervention was reported. No additional information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.